Manufacturer narrative:
A promus element plus ous 2.25x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and puled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 30mm x 2mm, concentric de novo target lesion containing >45 and <90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. A 2.25x32mm promus element plus drug eluting stent was advanced. However, when introducing the stent into lesion, some cells were disserted. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 30mm x 2mm, concentric de novo target lesion containing greater than 45 and less than 90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. A 2.25x32mm promus element plus drug eluting stent was advanced. However, when introducing the stent into lesion, some cells were disserted. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.